Event description:
Healthcare professional reported capsular contracture baker grade unknown. Patient underwent capsulectomy. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., b.3., d.1., d.2a., d.2b., d.4., d.6a., h.4., h.6., h.11.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued e1 -- alternate phone numbers: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.